Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab the device failed the homechoice rite functional test. The homechoice rite electrical test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advance to next fill when slow or no flow occurred above the minimum drain volume threshold. The device was in specification relative to iipv found in the logs. A device history review revealed no previous issues were found related to the reported condition during the manufacture of the serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device during drain cycle 3. The programmed fill volume was 1200 ml and the drain volume was 2014 ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.